Event description:
It was reported that the patient's implanted lead broke off and was left in the patient's body. Additional information had been requested, but was not available as of the date of this report.